Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 43 mg/dl. Customer also stated that insulin pump had calibration now alert also change sensor alert. The customer declined troubleshooting for low blood glucose. The device will not be return for analysis.